Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the remote control would not stop ablation. During an ablation procedure, a maestro 4000¿ remote control was selected for use. During the procedure, the remote control would not stop ablation. The remote had to be turned off to resolve the issue. The procedure was completed and no patient complications occurred.